Manufacturer narrative:
(B)(4). Final analysis found the wrenches would not engage the atrial setscrew to untighten it due to calcified blood filling the setscrew inset.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator changeout procedure due to normal elective replacement indicator. During the procedure, the physician had difficulty removing the atrial lead from the device header due to stripped setscrew. The device was explanted and replaced. The patient was in stable condition post surgery.